Event description:
Caller reported that a touchscreen was cracked or shattered, and while they confirmed visible damage, they were unable to lift the screen protector to fully assess it. Despite this, they were still able to interact with the pump. The cause of the damage was unknown. There was no adverse impact on the customer's blood glucose level. Technical support decided to send a replacement pump with updated software, and the customer was informed about programming settings and connecting the continuous glucose monitor to the new pump. The customer agreed to return the damaged pump using the provided shipping materials and instructions. Customer will continue to use current pump.